Event description:
It was reported at implant the thresholds on the ventricular lead were unacceptable and the physician chose to reposition the lead. Upon repositioning the helix retracted but failed to deploy. The helix was attempted outside the body with greater than 25 rotations and still it would not deploy. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix had disengaged from the helical channel. It was also noted that the distal conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, all insulators breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism.